Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the issue and took corrective actions by sending the customer a replacement pump with updated software while providing guidance on using storage mode for the existing pump and arranging its return. The customer will use a backup insulin pump to ensure continuous insulin delivery.